Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus deutschland gmbh (ode). Bacteria were detected as a result of the microbiological testing performed by the third-party laboratory, so the microbiological testing was performed again. As a result of the testing by the third-party laboratory, no microbe was detected from the sample collected from the distal end and the instrument, the air/water channels of the device. The testing result cleared the german guideline. Ode inspected the device and confirmed the following: there was a leakage from the water supply connector and air supply connector. There was a cut on the edge of the acoustic lens. The acoustic lens adhesive was chipped and there was a gap between the ultrasound transducer and the acoustic lens. The adhesive of the bending section rubber was worn. The insertion tube was twisted and inflated. The grip unit was worn and cracked. There was a defect in the up/down angulation control knob. The up/down angulation lock was damaged and the brake was defective. The remote switch 1 was worn and scratched. The universal code was kinked. There was play in the angulation. The ventilation valve of the electrical connector unit was corroded. The exact cause of the reported event could not be conclusively determined, however, based on the following investigation results, olympus medical systems corp. (Omsc) surmised that it was unlikely that the culture test tested positive due to a device defect. According to the inspection result of the device, defects were confirmed in the device, but the causal relationship between the defects of the device and the detection of the bacterium was unknown because the location where the bacterium was detected could not be identified. Samples were collected from all channels of the device after reprocessing performed by ode according to the instruction manual. The microbiological testing for that sample was negative. Since the instruction manual describes the reprocessing method, omsc determined that observing it will prevent the reported event. Omsc confirmed the reprocessing method provided by the user facility, but did not obtain any valid information. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the air/water channel of the device tested positive for mesophilic aerobic germs (26 cfu). The testing result didn't clear the (B)(6) guideline. Therefore, the device is planned for a second microbiological testing. The device is currently in quarantine. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the auxiliary water channel of the device tested positive for pseudomonas aeruginosa (16 cfu). In addition, the user facility reported that biofilm, staphylococci, were detected during sampling. The device had been reprocessed with a non-olympus automated endoscope reprocessor, cantel advantage plus, using peracetic acid. There was no report of infection associated with this report.